Event description:
I have been using the dexcom g7 cgm to monitor by blood glucose for over a year. My last 2 batches I have received have proved unreliable. When compared to a finger prick numbers are greatly varied. It alerts me that I'm low when I'm normal or high when I'm actually going low. Until recently, this has not occurred. I call dexcom and they suggest calibration which I have already been doing, however it takes several calibrations before it gets within tolerance. I'm very worried about going low and my monitor lot alerting me because its so far off.